Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that two days post ablation procedure, the patient was seen for an emergent follow-up at the hospital. Previously, the patient had completed a redo atrial fibrillation procedure using pulsed field ablation therapy with 48 applications and the procedure was completed successfully. The catheter was disposed after the procedure and is not expected to return for analysis, therefore, the model and lot number for the catheter is not known. The physician was informed that the patient had turned orange and was showing signs of hemolysis, kidney damage and was administered fluids at the hospital. Additionally, it was noted that prior to the ablation procedure, the patient did not have any known history of kidney issues. Three days post procedure, the patient was admitted into the hospital for suspected hemolysis. Further investigation on the patient history is being performed. It was further reported that the patient did not have hemolysis and has fully recovered. No further information is available at this time.